Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all info known by the reporter at this time.

Event description:
The facility reported a pump with failure code 810:04. This fail code occurred before use. The facility rep stated that there were no reports of pt injury or medical intervention. No additional info is available.